Event description:
Reporting status: serious injury / required intervention / permanent damage. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a 3.5 x 12 xience did not cross the lesion. A 3.0 x 18 xience was implanted; however, post implantation, a scan revealed a distal dissection. A 3.5 x 18 vision was implanted distal to the previously placed xience to treat the dissection; however, the dissection remained distal to the second stent placed and the patient was sent to bypass surgery. The patient is fine. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection and the need for coronary artery bypass graft (CABG) surgery, as listed in the instructions for use, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also cautions that, "implanting a stent may lead to vessel dissection and acute closure requiring additional intervention. A conclusive root cause for the reported dissection and the relationship to the device, if any, cannot be determined.